Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation, as part was discarded by the facility. Additional reporter: surgeon name: (B)(6). Clinical code injury. The investigation could not be completed; no conclusion could be drawn, as no product was received. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on unknown date, a patient underwent a fibulink removal. The patient was partially healed in valgus and short. During the procedure, the implants couldn't be removed per the standard procedure because the fibula was no longer aligned with the tibia. In order to remove the implant, the surgeon had to perform an osteotomy to remove part of the fibula to gain access to the link and the tibia screw. During the removal attempt, a portion of the screw broke off. Concomitant devices reported: unk - constructs: plate/screws-tibia (part# unknown, lot# unknown, quantity# unknown). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Photo investigation: the device was not returned for investigation. A photo investigation was performed on the x-ray. In the image, the link appears to have detached from the tibial screw due to the failure of suture connecting them. Hence, the complaint can be confirmed from the provided x-ray. The root cause of the issue could not be determined from the available information. A manufacturing record evaluation could not be performed as the lot number could not be determined from the image provided. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. Conclusion: the complaint condition can be confirmed based on the image provided. During the investigation, no product design issues, or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. E1, e2, e3, e4

Event description:
It was reported that on an unknown date, a patient underwent a fibulink removal. The patient was partially healed in valgus and shorts. The implants couldn¿t be removed per the standard procedure during the procedure because the fibula was no longer aligned with the tibia. To remove the implant, the surgeon had to perform an osteotomy to remove part of the fibula to gain access to the link and the tibia screw. During the removal attempt, a portion of the screw broke off. There were no fragments generated. There was a surgical delay. The procedure was completed successfully. The patient outcome was unknown.